Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Access was by a difficult rfv puncture. Then a difficult transeptal puncture was obtained using a an abbott brk series transeptal needle and multiple manipulations of the sheath, ultimately using an existing pfo and transeptal puncture, the user was able to insert a 14f amulet delivery sheath over a cook guidewire and advance to the anterior left atrial appendage, when a pericardial effusion was noted to have occurred. The implant procedure was canceled and pericardiocentesis was performed where 300 ml of effusion was drained. The patient was stable but intubated and moved to the intensive care unit. It is unknown if the effusion was caused by the cook guidewire or the amulet delivery sheath. Per the user, the abbott brk series transeptal needle did not contribute to the effusion.